Event description:
It was reported that the spectra penile prosthesis was removed due to a (B)(6) infection sometime in 2015. There were no further patient complications reported as a result of this event.